Event description:
Reporter alleged blood glucose reading was "hi" and went to the doctor where their meter tested 140 mg/dl forty five minutes later. It was reported the doctor started customer on diabetic medications at that time. A request was made for the return of the suspect device and replacement product was sent.